Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -15.0/1.5/080 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Excessive vault and significant reduction of irido-corneal angles (ica) is reported. Reportedly, the lens remains implanted. The cause of event is reported as other: icl calculation software and/or wtw from device (alcon biograph) over sizing.

Manufacturer narrative:
B5: corrected to - "the reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -15.0/1.5/091 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Excessive vault and significant reduction of irido-corneal angles (ica) is reported. Reportedly, the lens remains implanted. The cause of event is reported as other: icl calculation software and/or wtw from device (alcon biograph) over sizing." Claim # (B)(4).

Manufacturer narrative:
B5: "the reporter ordered a replacement lens (B)(6) however it was not used. The initial lens (B)(6) remains implanted. Reportedly, the patient is now satisfied with the initial lens and the replacement lens is not needed. The problem is resolved." Should be added to the initial MDR. Claim#: (B)(4).